Event description:
The tyvek kit top was open and not adhering to the plastic kit base.

Manufacturer narrative:
The failed devices will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion. There were 11 occurrences of this issue, the details for the events can be found in the following reports: 2245270-2021-00012, 2245270-2021-00013, 2245270-2021-00014, 2245270-2021-00015, 2245270-2021-00016, 2245270-2021-00017, 2245270-2021-00018, 2245270-2021-00019, 2245270-2021-00020, 2245270-2021-00021, 2245270-2021-00022.

Manufacturer narrative:
There were 11 occurrences of this issue, the details for the events can be found in the following reports: 2245270-2021-00012; 2245270-2021-00013; 2245270-2021-00014; 2245270-2021-00015; 2245270-2021-00017; 2245270-2021-00018; 2245270-2021-00019; 2245270-2021-00020; 2245270-2021-00021; 2245270-2021-00022. The complaint was forwarded to our supplier for their evaluation. The investigation summary is as follows: a batch record review found no related issues with either lot. All inspections met criteria, and all testing (burst and peel) were acceptable. All record indicates that the correct sealing parameters were used. We performed a 100% inspection of the returns and confirmed the complaint investigation. We received (B)(4) cases. Of these (B)(4) met acceptance criteria and were returned to vygon. There was also one partial case, and while the product was acceptable it was an incomplete case and so was rejected. The remaining material was found not to meet the acceptance criteria and was destroyed. We applied a 6m methodology to investigate further. While we identified that the failures occurred where we had incomplete seals, we were unable to identify a root cause or reproduce the failures. A previous investigation did identity some contributing factors. The stacking within the shipper case placed stress on the seals, which of the seal was weak would contribute to the failures. The procedure was updated. The visual inspection technique was inadequate. During this investigation we developed a technique to make it easier to identity incomplete seals. We implemented this technique during routine production. Based on investigation, no definitive root cause was identified by the supplier. Currently, all processes and materials are working to specification, and the failures could not be reproduced. There was evidence that the packing method contributed to the failures. The failures were more frequent where trays were packed tray to lid rather than lid to lid and tray to tray. This will be addressed in the packing work instructions. A CAPA has been initiated to continue to collect seal additional data collection will also serve as an interim mode of control. A review of vygon's complaints data shows this is the second complaint for product code ams-8465cs. Corrective action. Based on the supplier investigation, there was no definitive root cause was identified however, the supplier implemented the following: 1. Packing instructions were altered to read "pack so tray bottoms are not on top of the lids. Tray should be packed lid to lid and bottom to bottom". 2. Additional inspections and seal strength testing is being performed per CAPA. 3. A primary packaging configuration was change to t50 configuration using an 8mil eva nylon nxc film for the bottom web sealed with a 1073b upper web for lidding.

Event description:
The tyvek kit top was open and not adhering to the plastic kit base.